Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. There was no patient involvement. There was no patient injury, adverse event or medical intervention associated with this report. There was no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.